Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident is unknown. The device was not bumped or dropped. The drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked/detached end cap. Unable to verify the compromised force sensor system alarm or perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests. The pump passed the stop current and run current tests due to the cracked/detached end cap. The pump had a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, minor scratches and a cracked display window.